Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The device will not be returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate optical sensor alarm. The fluid lumen was initially clotted and had the same image as the fiber optics. The fluid lumen functioned correctly with an adequate waveform after aspirating it clean. There was no patient harm or adverse event reported.